Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a haptic broke in the eye. During removal, the posterior capsule broke. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn in the outer gusset area; however, the haptic was still attached. Both haptics were bent-distal area; however, the haptic was still attached. Both haptics were bent-distal area. The optic was scratched and torn/split/cracked into two pieces (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested 04/21/2008 by fax and mail. A completed questionnaire has not been received.